Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate. Implant was removed due to buccal bone fracture.

Manufacturer narrative:
Follow-up submitted to report device evaluation.